Event description:
It was reported that during a sigmoidectomy procedure, the instrument cut normally in the second firing but staples malformed. They used new one to complete. No patient consequence.